Manufacturer narrative:
(B)(4). Baxter received fourteen total units. This report addresses 7 of 14 for this facility. No defects regarding the luer cap was found. The reported condition could not be confirmed. Therefore no root cause could be identified. Baxter conducted a batch review. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 250 device was received with a missing blue winged luer cap. This was observed before use; there is no patient involvement. No additional information is available. This is report 7 of 14 with the same reported problem from this facility.